Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, mildly tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the noted kinked stent sheath, ultimately resulting in the reported/noted activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted material separation of the sheath, likely contributing to the reported difficulties. Further manipulation of the compromised device during removal likely resulted in the noted stent damages (bent, stretched, and overlapped struts). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in common femoral artery with moderate calcification and mild tortuosity. The 8 x 80 mm absolute pro self-expanding stent system (sess) attempted to be deployed; however, the stent would only partially deploy. Therefore, the sess was removed from the patient. Another absolute pro sess was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.